Event description:
It was reported that infusion set cannula was bent on (B)(6) 2026 which led to hyperglycemia. The infusion set was in use for one day. The patient was treated with insulin injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.